Event description:
We were using 1000 ml bags of normal saline from baxter for a laparoscopic-cholecystectomy and the circulator was unable to spike the bags. She also asked a male team member to spike it and he was also not able to do so. They ended up using a 3000ml saline bag just to get the irrigation started. They tried to spike 3 bags and were unable to. The lot # was 15e21e6s.